Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter connector fracture as no objective evidence was provided for review. The definitive root cause for the catheter connector fracture could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided drainage catheter placement procedure using navarre drainage catheter. On (B)(6) 2025, it was reported that post placement procedure, the patient's drainage bag was dislodged from the drain connector and was found that the plastic connector at the drain connector was allegedly cracked, which resulted in the inability to catch the drain. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided drainage catheter placement procedure using navarre drainage catheter. On (B)(6) 2025, nine days post placement, the patient's drainage bag was dislodged from the drain connector and was found that the plastic connector at the drain connector was cracked, which resulted in the inability to catch the drain. There was no reported patient injury.